Event description:
It was reported that there was no ventricular stimulation at implant. The device was explanted the next day, after the physician found that the problem still existed. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.